Manufacturer narrative:
As lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that customer experienced an issue with tecnis multifocal intraocular lens (model zma00, +21.5 diopter) and there was deformation of the lens. Additional information was received, and it was learnt that there was initial temporary incision of 2.85 mm and capsulorhexis was performed with ¿tweezers¿, with a cut between 6 and 7mm, as round as possible. While lens was introduced into capsular bag, the first haptic was not yet fully unfolded. When the entire lens was in the eye it became clear that the first haptic had a kink. In this condition the lens was dislocated into the anterior chamber and the incision was enlarged. With tool (positionshäckli ¿ some kind of positioning device) and tweezers doctor tried to correct the kinked haptic but the haptic broke. After several and very careful attempts, the doctor decided to remove the lens. The material was too hard to shift/fix and the incision was again slightly enlarged. The lens was removed. Reportedly, the new lens was folded and introduced without issue. A 10.0 suture was used. After the surgery, the patient was provided with one diamox 250mg for the night and 1 additional one as reserve ¿ just in case. Patient was ok with procedure being longer than expected. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.